Event description:
It was reported that a saline leak occurred. The target lesion was located in the right coronary artery. A 1.25mm rotalink burr, a rotawire floppy and another non bsc guide wire were selected for rotablation. During procedure, a pinhole leak was noted in the shaft of the rotablator burr. The device was removed and the procedure was completed with a 1.5mm burr. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination noted that the burr was pushed back to expose the handshake connector of the catheter and the handshake connector was inspected and no damage was noted. The catheter was connected to a test advancer and a tug test was performed. No issues were noted. The device was attempted to be wet tested however, upon inspection it was noted there was a tear in the sheath around the distal coil and that saline was not reaching the end but was being expelled through the sheath. The device was not successfully wet tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a saline leak occurred. The target lesion was located in the right coronary artery. A 1.25mm rotalink burr, a rotawire floppy and another non bsc guide wire were selected for rotablation. During procedure, a pinhole leak was noted in the shaft of the rotablator burr. The device was removed and the procedure was completed with a 1.5mm burr. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).